Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips cut and did not stay on the tissue. The surgeon used another device. No patient injury was reported.